Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was feeling uncomfortable stimulation in their left groin area, and they wanted to decrease their stimulation, but needed assistance using their programmer. Troubleshooting showed that stimulation was on, on program 2 at 2.5 volts. The patient was able to decrease stimulation to 1.0 volts, and noted that the discomfort was gone. The patient also mentioned that they were catheterizing 4 times per day, and they did not need the therapy, and they didn¿t think the therapy was making a difference for them. It was recommended that they follow up with their healthcare provider about whether they should keep their therapy on or turn it off.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was feeling discomfort below the wait area and in the groin. The patient was advised to lower stimulation and follow-up with their healthcare provider (hcp) if the issue did not resolve. The patient did not have their patient programmer (pp) at the time of the call and reported that they would try to turn stimulation off when they got home to see if the issue resolved. The patient had an appointment with their hcp next week. The patient also mentioned that in (B)(6) 2016 they started cathing themselves and wanted to know if this was not redundant with the device and they should stop using the device. The patient was advised that this was a medical question and they would need to ask their hcp. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient turned the device programming to a lower modulation and was okay. They had been cathetering to help reduce the retention of urine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that what led to the discomfort below the patient¿s waist/groin was throbbing pain in their back and groin area. The patient lowered settings and it seemed to correct the problem. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.